Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection revealed a complete separation of the distal shaft/collar area, numerous kinks in the shaft and numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect.

Event description:
Reportable based on device analysis completed on 06aug2020. It was reported that the device could not cross the lesion. The 90% stenosed, 15mmx3.0mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. There were no complications reported and the patient was stable. However, device analysis revealed complete collar/shaft separation.